Manufacturer narrative:
(B)(4).

Event description:
It was reported noise was first recorded from a record session early in the year. No sources of electromagnetic interference could be identified. The patient returned at the end of the year for a routine device check-up without symptoms and noise was not reproducible. It is possible the patient was exposed to electrocautery at the time. The patient will continue to be followed and the issue will be monitored. No further information is available.